Event description:
Procedure: colonoscopy. According to the reporter: during the case, the anatomic staple line bled. The doctor had to use a hemostat to control the bleeding. Post operatively, four days later, the bleeding continued. The surgeon did a colonoscopy after which clips were used to control the bleeding. There was bleeding reported less than 300cc.

Manufacturer narrative:
(B)(4).